Event description:
It was reported that there was an impedance reading greater than 3600 ohms. The patient had no stimulation sensation. There was no known accident or incident related to the complaint. The patient was in the clinic at the time of the report. Further impedance testing noted that all electrodes (8-15) showed as open. Further troubleshooting was being considered.